Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station rebooted unexpectedly. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was randomly rebooting. A field service engineer (fse) powered off the station and verified the pyxibus cable. The power supply was then replaced. Upon rebooting the station, it was observed that the enhanced half height drawer 2.1 was off the bus. The pyxibus module board for drawer 2.1 displayed a blinking heartbeat light. The station was powered off again, and a damaged retractor band was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.